Event description:
It was reported that, a 980 ventilator generated a serial number mismatch diagnostic message. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and verified the reported issue. The se performed updates, calibrations and performed extended self-testing on the device and all tests passed.